Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser caused a capsule tear in the left eye during a laser assisted cataract surgery. The intraocular lens was placed in the sulcus. Additional information requested.